Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an external uninterruptible power supply (ups) battery of the dimension vista 1500 system had burnt, and visible smoke was observed. There was a burning smell associated with the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse bypassed the external ups and started the system instrument, ran controls, which recovered in ranges. Siemens is evaluating the event.

Event description:
The customer reported that an external uninterruptible power supply (ups) battery of the dimension vista 1500 system had burned, and visible smoke was observed. There was a burning smell associated with the event. No injuries to the operator or user were reported, and no medical intervention was required. There are no known reports of adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2025-00138 on 21-aug-2025. Additional information (21-aug-2025): a siemens customer service engineer (cse) noted that there were no visible signs of physical damage. Siemens further evaluated the event and concluded that the degraded internal battery due to aging potentially contributed to the event. The investigation findings and investigation conclusions codes in the h6 sections were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.